Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an upper endoscopy or gastroscopy (ogds) for esophageal varix procedure performed on (B)(6) 2025. During the procedure, the physician reported the handle was difficult to rotate, and the bands failed to deploy. A second device was used, and the same problem occurred. A third device was used to complete to procedure. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h2: correction: correction to blocks d2a common device name and d2b pro code block h6: device code a050501 is being used to capture the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an upper endoscopy or gastroscopy (ogds) for esophageal varix procedure performed on (B)(6), 2025. During the procedure, the physician reported the handle was difficult to rotate, and the bands failed to deploy. A second device was used, and the same problem occurred. A third device was used to complete to procedure. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.